Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implanted: 2013 (B)(6); product ID 5076-45 implanted: 2013 (B)(6); product ID 383069 implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that the patient has muscle stimulation with pain radiating down the left arm and fingers. It was also reported that the leads had probable outer insulation failure. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). Product ID# (B)(4). A distal portion was received measuring 45 cm, analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the proximal conductor of the lead became extrinsically fractured due to melting, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to melting, the outer insulation of the lead was extrinsically melted but not breached, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.